Event description:
A patient reported experiencing hypoglycemia because of inaccurate readings with a one touch profile meter. In 2001, patient's fasting blood glucose was 4mg/dl. Patient thought reading was incorrect, ate breakfast and took set amount of insulin. At 11:30pm, patient looked dazed and had a blood glucose of 139mg/dl on the ot meter. Patient was given a piece of candy, but remained confused. Paramedics were called and patient was transferred to hospital. At the hospital patient's blood glucose was 22mg/dl. Patient was treated for hypoglycemia in the ER for 5 hours before being released home. No further information available.